Event description:
The device was used during a laparoscopic myomectomy. Reportedly, the needle disengaged from the device interabdominally. A mini-laparotomy was performed to recover the needle. The needle was not located manually or thourgh x-ray.